Manufacturer narrative:
Investigation results: no abnormalities are found on process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. Since the defective sample was not returned, the relevant tests could not be performed, and the flow rate and pressure applied during product use are unknown, the root cause of this complaint cannot be confirmed. The plant will continue to track and trend for this issue.

Event description:
No additional information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii 20gax1.16in prn slm npvc hp leakage at septum a leak occurred in an isolation plug during CT room operation. One defective unit was identified. The defective product cannot be returned. Photographic evidence is available. Claim processing is required. No complaint response letter or complaint receipt letter is needed.